Event description:
A medtronic representative reported that the udg, solera tap and solera standard driver all verified fine however were showing up in different areas on the software of the s7 navigation system. The solera instruments were more lateral to the udg. All depths were showing ok. All are in the trajectory view. There was a bigger difference in the inaccurate views between the solera tap and driver with a projection. Decompression was performed already. Perc pin was being used on mst procedure. Surgeon did not want to take another spin and discontinued navigation. There was no reported impact on patient outcome.

Manufacturer narrative:
Evaluation of the system logs suspects the frame to patient relationship changed after registration. The software is functioning as designed.

Manufacturer narrative:
Surgeon would not provide patient information. Software investigation found that there was insufficient information to reproduce the issue. Software worked as designed. The medtronic rep reported that other cases went perfectly fine and there have been no further issues.